Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, there was extensive damage on the computer/analog (ca) board. The cause of the failure was the damaged board. The cause of the damaged ca board was high voltage that traveled to low voltage circuitry. Due to the extent of the damage, the root cause of the high voltage energy directed to the ca board cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation into an unrelated problem, a reportable malfunction was found. Monitor sn (B)(4) was unable to power on.